Event description:
It was reported during the implant procedure that there were difficulties positioning the leads and issues with impedence. Neither lead was implanted, and there were no reported patient complications as a result of the lead implantation issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, the visual inspection noted blood on the distal conductor. (B) (4) no anomalies found and blood was also noted on the distal conductor of this lead as well.